Event description:
It was reported that the threaded tip of the inner rod broke off. The tip of the screw is broken and it is impossible to remove the screw after final tightening. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the threaded tip of the inner shaft is broken off due to mechanical overloading during use. The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected. We suppose that too much applied mechanical force (movement sideways) may have caused the breakage (not according op-instruction).